Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace instrument had a broken teflon pad. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The e harmonic ace instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have teflon pad damage. The teflon pad was missing from its original position at the distal end. The missing piece measured approximately 0.3970 by 0.1010 inches. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.